Event description:
Information received by medtronic indicated that the insulin pump had crack on the back. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having a crack on the battery area on event date of (B)(6) 2021. Unit received with blank display after battery insertion. Unit was cut open and there was severe corrosion on j7 power connector on pcba 1; deterioration/corrosion caused the solder joint from breaking off. Unable to perform displacement test due to display anomaly. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, scratched/peeling/fading end cap address label, cracked battery tube area and scratched case. Unit received with corrosion on battery tube, corrosion on the force sensor assembly, moisture damage on the motor assembly, moisture damage on the lcd assembly and moisture damage on pcba 2 noted during visual inspection of the electronics. Unit was confirmed for blank display due to severe corrosion on the j7 connector on pcba 1. Unit was confirmed for cracked battery tube area. Unit passed required testing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.